Manufacturer narrative:
A steris service technician inspected the unit and found that the suction pump was not draining water properly. The user facility ordered the proper parts for repair and contacted steris. Steris repaired the unit, ran a test cycle and confirmed the washer to be operational.

Event description:
The user facility reported that their 130 cart washer was leaking water. No injuries or procedural delays/cancellations were reported.